Manufacturer narrative:
Analysis performed by r&d manager: during extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request has been opened and managed to improve the locking system between the two components of the trial offset. Additional improvement has been done on the design and production process in order to obtain the antirotational feature monoblock with the main body instead of two different components. This modification has been managed. The issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Manufacturer narrative:
Batch review performed on 18 march 2025 lot 2162301: (B)(4) items manufactured and released on 20-may-2022. No anomalies found related to the problem. To date, one similar event has been reported on the same lot. Preliminary investigation performed by r&d project manager: from the analysis of the images of the complaint, the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Root cause: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Event description:
The antirotational insert of the trial offset 3mm broke and got stuck in the tibial canal. Surgery extended by 45 min to remove it and tibial osteotomy required.